Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient had trouble getting their ens to work. After removing the batteries and resetting the device, they were able to get it to work properly. The next day, patient talked with their sales rep and said their controller wasn't working and an appointment was scheduled for monday. The patient has had a lot of trouble with their controller since evaluation start so they were advised to talk with their healthcare provider (hcp). The patient later reported they have been on the toilet all day and say it is draining; they are no longer tracking their symptoms. On (B)(6) 2017, patient reports meeting with their rep and received a new controller. The new controller works now and said the batteries needed to be changed too. Two days later, patient said their controller stopped working again the night of (B)(6) 2017. They are now cautious about getting the full implant because the controller had so many issues. On 2017-07-19, patient reports having a bad day on (B)(6) 2017 and went all day. They report being drained and weak. They also felt pressure on their vagina so they were advised to decrease stimulation which subsided the pressure. Two days later, patient reported feeling weak the other day. They have several chronic illnesses (unrelated) that can contribute to that feeling. On (B)(6) 2017, patient thinks they might have a uti or other infection because their vagina is sore. They have also had a lot of soreness in their hip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported last night at 2 am she got up to adjust it and unlocked the screen, saw the controller was trying to locate the device and then saw an error message reading "software problem cannot continue call your clinician". Patient reported she read in the manual to turn of the ens so she did and held down the ens button for 10 seconds and saw the green light flash. Patient reported the stim wasn't uncomfortable but the controller was not responding so she followed the directions that said to turn the ens off. Patient also stated she was in so much pain from the surgery. Patient services walked caller through taking out controller batteries and then putting them back in. Patient was then able to connect with the device and reported stim was off. Patient turned stim back on and reported she was set to 0.3 v yesterday. Patient set stim to 0.3 v and stated it was working currently. Patient then stated 0.3 v was too much today and wanted to decrease to 0.2 v because stim was too strong. Patient reported she did not feel it at 0.2 v though and stated she did not feel it when she was walking. Patient reported she has the stim set to 0.2 v now because it feels better. Patient stated maybe 0.3 v felt better yesterday because she was under anesthesia. Patient then reported stim at 0.3 v was not uncomfortable, it was "ok¿. Patient reported controller battery level was 1/2 and ens battery level was full. The patient indicated that after everything wore off she felt pain. No further patient complications have been reported because of this event in the event description.